Event description:
Facility through pd field rn that the pt converted to the iq cycler from the homechoice cycler. The second night, the pd pt awoke with abdominal pain and noted fluid on the floor. Pt noted a hole in the tubing (does not know where the hole is located). The pt was given prophylactic antibiotics. Cell count showed no signs of infection. The sample is available at the pt's facility for evaluation.